Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. Reportedly, post procedure, when the knots were tightened, the sutures came off with unknown tissue on it. Two more proglide were used with the same result. No vessel damage was reported. Two additional proglide from another lot number were deployed and used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of vascular injury (tissue injury) is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The patient effect is a possible adverse event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.